Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt experienced a low voltage alarm. The sys controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event related of a low voltage alarm was confirmed with the investigation findings. The log file retrieved from the sys controller captured atypical low battery conditions. When the black power lead was maneuvered at the connector end, the sys controller produced various alarms including a low voltage alarm. Further analysis of the sys controller revealed a compromised inner brown wire within the black power lead that resulted in the low voltage conditions. A review of device history records for this sys controller showed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice (29165969/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.